Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty mixing pump. However there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that UK customer states they are receiving an alert 113 (reduced water temperature control). They states the local representative had them place the arctic sun device in manual control. Advised them disable manual control and guided through how to do this. Restarted therapy as normal to troubleshoot. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 22.5c, flow rate (fr) was 2.8lpm. Guided to diagnostics system hours were 4086, pump hours were 3282, t4 3.3c, mixing pump command (mpc) was 100 percentage. Advised there was a mechanical failure (either mixing pump or chiller) and that the biomed needs to call in for further troubleshooting. Stopped therapy and emptied pads. They have no other arctic sun devices so they would need to borrow one from another facility or use an alternate means of hypothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that UK customer states they are receiving an alert 113 (reduced water temperature control). They states the local representative had them place the arctic sun device in manual control. Advised them disable manual control and guided through how to do this. Restarted therapy as normal to troubleshoot. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 36c, water temperature (wt) was 22.5c, flow rate (fr) was 2.8lpm. Guided to diagnostics system hours were 4086, pump hours were 3282, t4 3.3c, mixing pump command (mpc) was 100 percentage. Advised there was a mechanical failure (either mixing pump or chiller) and that the biomed needs to call in for further troubleshooting. Stopped therapy and emptied pads. They have no other arctic sun devices so they would need to borrow one from another facility or use an alternate means of hypothermia.